Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm and an unresponsive keypad on the insulin pump. Customer stated that she will have to have a loaner pump sent to her since she is visually impaired and the act button was not working during priming. Customer stated that the pump has been getting worse and the act button sticks. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer called on (B)(6) 2014 stating that she received her replacement pump, but did not know how to return her malfunctioning pump. Customer was assisted on how to send back the insulin pump to medtronic. No additional information provided.